Event description:
The customer reported that bellavista 1000 us has technical failure 401 "inspiration valve or device leaky". There was no information of patient involvement associated from this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative checked the unit & found alarm 401 "inspiration valve or device leaky" in the log. It was suggested to check the sensor and bronze filter then restart the unit 10 times. No root cause has been determined at this time, since the investigation is still ongoing.

Manufacturer narrative:
Result of investigation: it was determine that root cause of the reported issue was defective inspiration valve nt. As per notes on (B)(4) 10 start up test done and the alarm 401 not able to reproduce. Attached logs not showing the last 10 start up. Unit was equipped with moog blower. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.